Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and failed to open. A field service engineer confirmed that matrix drawer 6 was intermittently registering as open while in the closed position, identified that the tab on the emergency release lever, which secures the reflective tab, was broken and moving freely, being held only by reflective tape, utilized a spare non-inventoried part to complete the repair, tested the drawer using the hardware testing application (hta) and verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, broken drawer and screen state clear obstruction to close drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.